Event description:
The complainant reported that a patient was implanted with an impella cp via right percutaneous femoral artery for mechanical circulatory support. Placement signal completely different to the arterial signal radial. The correct position was verified. The pump generates flow without any issues. No patient harm was noted. The device was explanted. The patient was successfully weaned and survived. Additional information was obtained via a call with the intensive care unit later that evening. The pump runs on p9. The situation and patient are unchanged. The patient is stable without catecholamines. The groin and leg are unremarkable. Coagulation was in the target range.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5: added additional information.

Event description:
The device was discarded and will not be returned.